Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had reoccurring insulin flow blocked alarm. Customer¿s blood glucose level was unknown. Customer reported that they wish to troubleshoot for issue. Customer was not reporting about bent cannula. Customer reported that they tried all remedies. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.